Event description:
A customer contacted beckman coulter inc., (bec) and reported that there was a leak in the lower front of the diluter on the coulter lh 750 hematology analyzer. Per the complaint, the fluid resembled a retic stain and appeared to be leaking from a pinch valve. The customer was wearing personal protective equipment (ppe) consisting of gloves and lab coat with no face shield and the leak was cleaned up. An exposure control plan is in place at the customer's facility. The material safety data sheet (msds) was not reviewed. There was no report of exposure to mucous membranes or open wounds. No injuries occurred and medical attention was not sought. Patient results were not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and confirmed a stain leak. The fse inspected the instrument and found hole in tubing at valve at retic stain pump and replaced the tubing. The fse also replaced retic stain pump due to leaking inner seal. Hardware is the root cause for this event. (B)(4).